Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 and discovered that the diff solenoid bank got wet due to the leak and a couple of solenoids burnt out, which was what caused the burning smell after the customer fixed the leak. The fse replaced the diluter board interface and 4 solenoids. The repairs were verified per established procedures prior to returning it into service. The root cause for the leak is unknown. The root cause for the burning smell was a clenz leak on the solenoid bank, which was replaced by the fse. Per product labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that a clenz leak was observed underneath the coulter hmx cap pierce hematology analyzer. The customer located and fixed the leak. When turning the instrument back on the customer indicated a burning smell coming from the instrument. There was no report of any patient results being affected by this incident. There was no report of any sparks or flames. The customer did not report needing a fire extinguisher, or to call the fire department. The user was wearing personal protective equipment (ppe) consisting of gloves, lab coat and eye protection at the time of the incident. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds.